Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions."

Event description:
It was reported that patient underwent left partial knee arthroplasty on (B)(6) 2013. Subsequently, patient was revised on (B)(6) 2015 due to meniscal bearing being anteriorly dislocated. The cause of the dislocation is unknown, but the patient fell prior to the dislocation. It is not believed that the fall was due to biomet products. The surgeon revised the knee by replacing the poly tibial bearing with a thicker bearing.